Event description:
It was reported that the insulin is alarming during the prime/rewind process. The blood glucose reading is 124 mg/dl. Customer received the error a few days ago and he has been holding the drive support cap with his thumb to prime the insulin pump. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.